Event description:
It was reported that the device was explanted due to ventricular lead noise which led to inappropriate therapy delivery. The lead was extracted and no visible breaks were noted. The lead was not salvageable after going through the extraction process.